Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Customer reported that the shunt touched to the iris. The shunt remained in the patient eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Previous similar complaints indicate that such an event is transient and does not cause harm to the patient as in this case - the shunt had remained in the eye. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. The device remains implanted. The patient experienced postoperative hypotony. Suture lysis was performed as well. Additional information was requested.